Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed, as the device's lot information was not provided, and the manufacture date could not be identified since the subject device was not returned. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon and condition of the device could not be confirmed, as it the device was not returned for evaluation - it was further reported that the subject device was discarded. Although the exact cause of the detachment of balloon could not be identified, it can be inferred that the following device handling by the user might have contributed to the event: ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. ·the balloon was not lubricated. After checking the contents of the instruction manual (bf-uc190f, drawing number rc8193: revision number 2), the following warning was issued. ¿ never tie both ends of the balloon with sterile cotton thread. This may cause the balloon to rupture or come off the distal end of the endoscope when over-inflated. This can result in patient injury. ¿ always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ¿ deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ¿ never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ¿ deflate the balloon and keep the endoscopic ultrasound center in the freeze mode, except during ultrasound observation. ¿ if the balloon does not deflate even when the extension tube is removed from the endoscope, insert the channel cleaning brush (bw-7b) into the irrigation port to remove debris. The balloon will be automatically deflated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded by the customer. Therefore, the reported phenomenon and condition of the device could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the balloon does not seem to have a ¿snug¿ fit onto the evis eus ultrasound bronchofibervideoscope (190ebus) as it does on the evis exera ii ultrasonic bronchofibervideoscope (180ebus). In some instances, the balloon has slipped off the distal end of the scope at withdrawal. The 190ebus insertion tube appears to be finer than the 180ebus. The event occurred during an unspecified procedure. There was no report of patient harm. Related patient identifiers: (B)(6).